Event description:
A malfunction alarm was reported, with the specific fault code malf 0 appearing. There was no adverse impact to the customer's blood glucose level. The customer did not reset the pump previously due to the absence of a charging pad but planned to follow up once the pad was available. Technical support left the case open for further follow-up. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.